Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax exhibited evidence of scratches and polyurethane (pu) separation induced by an unknown object. This condition might contribute to the reddish material observed at the area. The catheter was test for electrical resistance and the thermocouple functionality and failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. An internal corrective action was created to address tc breakage on the tip section for st and st sf catheters. The root cause of the pebax and pu damage, cannot be determined; however based on the available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and a high temperature occurred. The smarttouch catheter showed a high temperature and the temperature cutoff stopped ablation when ablation was started. Ablation could only be conducted at 10-15watts. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to biosense webster inc for analysis and it was discovered that the external surface of the pebax exhibited evidence of scratches and polyurethane (pu) separation. It is possible that an unknown object hit and separated the pu from the pebax. This finding has been assessed as MDR reportable because the damaged pebax poses a potential risk to the patient. The awareness date for this record is march 31, 2016 because that is when the damage was discovered.